Manufacturer narrative:
The reported product is not expected to be returned, the customer disposed the sensor. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
The (pregnant) customer reported low reading issues with the adc freestyle libre, having received a ¿lo¿ (readings less than 40 mg/dl) message and a reading of 47 mg/dl during sensor scan. The customer experienced symptoms described as ¿vomiting, exhaustion, and weakness¿ but did not perform a comparative blood glucose test because she thought the symptoms may have been related to her pregnancy. The customer was incapable of self-treating and was taken to the hospital where a sensor scans of 88 mg/dl and 105 mg/dl were received compared to a laboratory blood glucose results of 397 mg/dl and 432 mg/dl. The customer was diagnosed with diabetic ketoacidosis (dka) and treated with insulin, liquids, and cytotec. The customer further reported she miscarried and claimed that according to the medical diagnosis, the miscarriage was a result of prolonged ketoacidosis. The customer hospitalized for 3 days and no further treatment or information was reported. There was no report of death or permanent injury associated with this event.